Event description:
A customer contacted beckman coulter inc. (Bci) to report: qc was out of range. Leak on the reagent probe collar wash when priming the instrument. The customer noticed the leak on one of the reagent packs. No injury was reported. No operator was exposed.

Manufacturer narrative:
On (B)(4) 2011, a bci field service engineer (fse) and found vacuum waste valve failed to open all the way. Fse replaced vacuum waste reagent "b" valve.